Event description:
This is the second of two reports on the same pt involving two product lot numbers. Refer to medwatch 9681121-2011-00001 for a description of the first report. It was reported by the eyecare professional that a pt presented at the office and was diagnosed with a corneal ulcer in the right eye. The pt was treated with cycloplegic and zymaxid. The pt was scheduled for a f/u exam visit on (B)(6) 2010. Additional information rec'd on (B)(6) 2010 from the eyecare professional indicated, that the ulcer was located in the upper top of the cornea. Additional information received on (B)(6) 2011 from the eyecare professional indicated, that the event caused severe pain, redness, and corneal staining. A 5.0 mm infiltrate and 5.0 mm ulcer was located in the superior region of the cornea. F/u appointments were scheduled on (B)(6) 2010, and (B)(6) 2011. Permanent scarring on the cornea was noted. The visual acuity reading prior to the event was 20/25. The visual acuity reading after the event was 20/30. The event has resolved and contact lens wear has resumed. A second lot number was also reported and documented in this report.

Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The unopened complaint product was returned and found to be within specification. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).